Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced low blood glucose level. Customer's blood glucose level was 42 mg/dl at the time of incident. Customer's blood glucose level was 87 mg/dl at the time of call. Customer was treated with food and glucose tablets. Customer stated that they were having symptoms like weakness. The customer declined the troubleshooting for low blood glucose level. The device will not be returned for analysis.